Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist logged into the server and found the knowledge article titled "esr etl failure violation of primary key constraint." The issue appeared to match the customer's situation, and the specialist followed the steps in the knowledge article, after which the extract transform load (etl) process started working successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, reports were delayed for 48 hours across 14 facilities, and some reports appeared blank. The etl delay prevented pharmacy staff from receiving accurate pick and deliver information, leaving a tranexamic acid pocket empty in an anesthesia pyxis device. The provider had to retrieve the medication from another device, causing a delay of less than 15 minutes. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.